Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was leakage. The problem was at the "closed system level: leakage".

Manufacturer narrative:
Per additional information received based on the sample evaluation, bard medical has determined that this MDR was initially reported in error, as the updated device is not sold in the united states, and has no us equivalent. Therefore, this event is not reportable in the united states.

Event description:
It was reported that there was leakage. The problem was at the "closed system level: leakage".